Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. The device had telemetry but would not complete automated testing. All operations of the device were normal and within specifications. The observations noted in the allegation were not confirmed or duplicated during analysis. Electrically, the device operates normally and exceeded calculated nominal longevity. No further analysis was performed.

Event description:
Boston scientific received information that the patient with this pacemaker exhibited loss of capture (loc) which resulted in greater than two seconds of asystole. Chest x-ray was performed and everything looked fine. The leads checked out fine and the field representative believed there was a device issue. The magnet was placed over the device and nothing happened. The field representative could not get the lead impedance measurements or other diagnostic readings. Boston scientific technical services (ts) discussed troubleshooting measures as well as the advisory that this device was part of. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. Once additional information becomes available, this report will be updated.